Event description:
It was reported that the atrial lead exhibited loss of capture. Capture threshold increased to 6.75 v 0.5 ms and sensing decreased from greater than 5 mv to 2.3-2.4 mv.

Manufacturer narrative:
Na